Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel that resulted in inappropriate mode switching. No adverse patient effects were reported. At this time, this device remains in service.